Event description:
It was reported during remote follow up that the right ventricular lead displayed noise, decreased sensing, and increased threshold. Chest x-ray revealed that the lead had dislodged and perforated the cardiac tissue. The product was explanted and successfully replaced. There were no patient consequences.